Manufacturer narrative:
The device was returned and it was found that the tire roll off both rear wheels.

Event description:
The provider states the wheels keep coming off the rim.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The provider states the wheels keep coming off the rim.